Event description:
The manufacturer received information from a third party service center alleging a ventilator's lcd screen was damaged. There was no report of patient harm or injury. During the evaluation of the device at a third party service center, the ventilator's lcd screen was found to be blank . The device's lcd screen was replaced to address the issue.